Event description:
After the instrument was fired on the tissue, its jaws would open when the black return knobs were pulled back. However, the instrument was removed from the tissue by pulling it off. As a result, bleeding and tissue trauma occurred and cautery was used to stop the bleeding. Then another instrument was used to complete the case without further incident. Procedure : appendectomy pt status: no pt injury reported